Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had lost a significant amount of weight and the pump was nearly ¿coming through the skin; was close but not quite¿. The hcp planned to do a pocket revision. The pump was used to deliver morphine. It was later reported the patient had not yet been scheduled for a pocket revision as the patient was seen by the neurosurgeon and d etermined the pump needed to be removed. The patient was being weaned down over the next 2-3 weeks and then have the pump removed. The pump removal had not been scheduled as yet. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information received indicated the patient was doing fine, didn¿t even the notice the decreases. The last pump decrease was (B)(6) 2013 to 2.0 mg/day. The pump will be removed and not replaced. There were no patient symptoms reported and the explant was scheduled for (B)(6). It was later reported the pump pocket was infected. The patient¿s pump and part of his catheter removed.

Manufacturer narrative:
(B)(4).